Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after initial training while using the ilet with a dexcom g7, reaching a peak of 378 mg/dl for approximately three hours after eating a meal that was not announced to the system. Symptoms included no reported adverse clinical effects. Outcomes included self-resolution of glucose to 112 mg/dl without use of backup therapy, ketone testing, or medical intervention. Investigation included user interview and education on consistent meal announcements during the ilet learning period. Investigation of this case revealed user-related use error due to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user interaction problem related to failure to follow instructions for use.